Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) testing using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument. The customer reported two hbv samples that initially generated reactive results on (B)(6) 2024. Upon repeat testing, both samples generated non-reactive results.

Manufacturer narrative:
The reported event occurred on a cobas 5800 analyzer (serial number: (B)(4). The investigation determined that the cobas mpx test kit performed within specifications. A review of the provided data indicated that the samples in question exhibited late amplification curves, consistent with low viral load. The samples were identified as low titer samples, which are near or at the limit of detection of the assay. This can result in wavering results between reactive and non-reactive upon repeat testing. No product-related issue was identified. The root cause was attributed to sample-specific factors, including the low viral concentration. The reagent was confirmed to be performing as intended.